Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet with a dexcom g7 and an inset 23-inch infusion set experienced persistent hyperglycemia with glucometer-confirmed readings peak of 539 mg/dl after an insulin occlusion message and subsequent infusion set changes; troubleshooting and education were provided, including guidance on site changes and managing manual injections. Symptoms included hyperglycemia with associated symptoms of excessive thirst, muscle weakness, and headache. Outcomes included no health consequences or lasting impact. User support included guided troubleshooting and a supply change to address suspected delivery obstruction. Investigation of this case revealed that the issue was consistent with an infusion set occlusion associated with an obstruction that impaired insulin delivery, which resolved after replacement of the infusion set and supplies. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.